Event description:
At 1100 a corpak tube was inserted as ordered by dr for enteral feedings. Assisted by a lvn, as patient was not following directions. No resistance was felt and air flush was auscultated. Awaited for x-ray results which came back at around 1500 and showed the corpak tube to be on the right lung. Corpak tube was removed intact, patient's saturations were 96% on 2 liters, no distress was noted. Right lung was noted to be decreased to auscultation, left lung was clear. Radiologist recommended a follow up x-ray to rule out pneumothorax, which was ordered and carried out. At 1600 chest x-ray results came back, showing a right pneumothaorax. The dr was notified and made aware. Pt remained in same condition. No signs of distress were noted. Patient developed a pneumothorax after corpak tube insertion. The dr inserted a chest tube on patient. There was question of whether, or not, the corpak was in the stomach. Nurse noted bubbles when the tube was placed in water. Lvn was certain that the tube was in the stomach when she auscultated. Lvn denies that she felt any resistance when inserting the tube. The cortrak was not available. Patient received chest tube insertion by CT surgeon and survived.